Event description:
After priming was completed, the thermogard xp ivtm system (s/n (B)(4)) displayed an error message. The customer stated that they restarted the thermogard system several times to troubleshoot the issue, but the console displayed either mid:18 (post serial eeprom) or mid:19 (fpga not programmed), or both error messages. The customer was unable to recall which specific error message was displayed. The customer used another device to treat the patient. There was no significant delay in providing/initiating the ivtm therapy. No consequences or impact to the patient.

Manufacturer narrative:
The customer's reported complaint that "the thermogard console (s/n (B)(4)) displayed mid:18 (post serial eeprom) and/or mid:19 (fpga not programmed) error messages" was not confirmed during the system's event log data review and functional testing. No apparent physical damages were noted on the thermogard console during visual inspection. The event log review showed no significant discrepancies or error messages. During functional testing, the thermogard console displayed mid:09 (air trap assembly) error messages upon powering up, unrelated to the reported complaint. While performing visual and functional inspection, zoll service personnel noticed that the green leds on the air trap sensor block were defective and would not light up. Traces of propylene glycol (coolant) were detected on the air trap sensor block, likely due to transportation. The air trap sensor block assembly was cleaned to remedy the fault. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits.